Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation that required medical intervention (oral antihistamines) cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 65-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported scalp redness to novocure. Optune gio therapy was temporarily discontinued, and the patient intended to consult a dermatologist. On (B)(6) 2025, the patient noted that the scalp rashes were less frequent but still present. The patient was advised on standard scalp care practices. A dermatologist prescribed a corticoid-based topical cream and oral antihistamines. The patient did not require hospitalization for these events. The patient's oncologist recommended removing the optune gio transducer arrays from the packaging two hours before application and changing the arrays every two days instead of three. A photograph depicted multiple skin lesions with mild to moderate erythema distributed across the right side of the scalp. Additional information was requested from the prescribing physician, but no response has been received to date.